Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the instrument test well images in question on 03may2018, which appeared as visually positive. There were no errors or warnings noted in the event log during the time of testing. An immucor field service engineer (fse) visited the customer site to assess the testing instrument on 04may2018 and determined that the 1000 ul syringe was leaking, which was subsequently replaced. Additionally, the probe was replaced. Subsequently, the echo instrument is performing as expected with the exception of the camera module ability to appropriately identify some true positive results. Complaints of positive reactions being interpreted as negative by the galileo echo camera algorithm are being corrected under design control project (B)(4). The immucor technical communication (B)(4) is being used by the lab to visually confirm all negative assay events reported by the echo instrument. (B)(4).

Event description:
On 03may2018, a customer site reported an unexpectedly positive kell (k) antigen phenotype result outcome, when tested on a galileo echo instrument on (B)(6) 2018.